Event description:
It was reported that holes were found in the package.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been probably caused by: improper shipping and handling. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that holes were found in the package.